Manufacturer narrative:
The investigation into the priming issue has been completed. The impella pump was returned for investigation. A visual inspection revealed no external damage or abnormalities found on the returned pump and purge cassette. The "purge system open" alarm triggered initially when running the pump with the purge cassette, but the alarm resolved after a few minutes. All metrics were within specification. The cause of the issue was use related as a result of improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported during preparation of the impella for placement the device generated an open purge alarm priming issue, which troubleshooting did not resolve. The physician made the decision to replace this impella with a new impella to complete the balloon aortic valvuloplasty procedure. There was no patient harm reported, and this device was replaced and the new impella placed without any noted issues.